Event description:
A customer contacted beckman coulter, inc. (Bec) and reported receiving one unicel dxi wash buffer ii that was leaking. The customer did not report any effects to patients or users in association to this event, but there is the potential for a slip hazard and exposure to skin sensitizer.

Manufacturer narrative:
The reagent bottle was damaged. The amount of leakage could not be determined from the pictures and information provided. Replacement was sent to the customer. A clear root cause for the damage is unknown. (B)(4).